Event description:
Complainant alleged that while attempting to monitor a pt, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report, when our investigation is completed.